Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same patient as MDR: 6000093-2007-00405. It was reported that 476 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention for diffuse in-stent restenosis. The index procedure treated a 3.5x5mm, 90% stenosed, lesion identified in the saphenous vein graft (svg) to the first obtuse marginal branch (om1) with direct placement of a taxus express2 3.5x12mm drug eluting stent. Residual stenosis was 0%. A coronary artery bypass graft (CABG) was performed bypassing the saphenous vein graft (svg) to the first obtuse marginal branch (om1). In the opinion of the physician, the relationship to the taxus stent was probable. Two days later, the patient expired due to sepsis, post-operatively from right lower lobe pneumonia. In the opinion of the physician, the target vessel was not involved. No autopsy was performed.